Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead had dislodged and exhibited high thresholds, intermittent capture and intermittent sensing. It was noted that the patient had an ablation procedure completed and it is unknown if the lead had dislodged prior to the ablation procedure or during the procedure. During the lead revision the lead helix wold not retract. The lead was removed and an alternative lead was utilized without incident. No patient complications have been reported as a result of this event.